Manufacturer narrative:
The reliability analysis inspected 2 opened and or used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken and broken part is missing. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned the sensor opened and or used. One remaining sensor performed bicarbonate buffer test. The sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they had two sensors that did not last the full six days. The customer states they also received sensor errors and calibration errors. The customer's blood glucose level at the time of incident was 70mg/dl. The customer was advised that replacements would be sent out, and that the sensors would have to be returned for analysis.